Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed due to post-paced t-wave oversensing on the ventricular channel via remote transmission. Patient was asymptomatic. Programming changes were recommended; device remains implanted. No further information available.